Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device results were 2.6, 1.8 and 3.0 inr. The corresponding reported lab results were 4.3, 2.9 and 4.4 inr. These are multiple pt results.